Event description:
A customer observed biased tsh results between two pt samples drawn on different days. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The information provided to ortho-clinical diagnostics, inc may not be verified or verifiable, and may be inaccurate or incomplete as reported. This information is provided in compliance with the MDR regulation, and does not constitute an admission that the device has malfunctioned or that a connection exists between the product and a potential death or serious injury. An ocd field engineer visited the site and found dried signal reagent on the incubator evaporation cover. The sr drain tube was loose causing signal reagent to drip on the cover. The fe replaced the purge station, tubing and fittings. The service actions have returned the analyzer to expected operation. The root cause of the event is instrument related.